Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pulse generator (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was observed with high threshold. The lead remains in use. No patient complications were reported as a result of this event.